Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an issue with the pump not working periodically. Customer changed her set yesterday and her blood glucose was 495 mg/dl. Customer tried changing the battery but the pump started working. Customer had a couple of unexplained high blood glucose. Customer changed her set and her blood glucose seemed to go down. Customer's blood glucose at the time of the incident was 250 mg/dl. Customer treated with the pump. Customer mentioned that her health care professional made changes a month ago due to a cataract surgery that she had recently. Customer was advised to do a complete set change. Customer later called back after receiving the tubing clamp and the pump passed the high pressure test. Customer stated that she will monitor the pump.